Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Caller removed o-ring from pneumatic tap and cleaned the area, then successfully re-attached and snapped cartridge into place, completing the load process and resuming insulin delivery.